Manufacturer narrative:
E3: occupation: inventory manager. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal did not deploy. No blood loss was reported. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 30apr2025: it was believed that manual pressure was applied to achieve hemostasis.